Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received notes that the left ventricular lead exhibited loss of capture.

Event description:
Related manufacturer report number: 2017865-2023-38280 it was reported during in clinic follow up that the left ventricular lead had dislodged. During lead revision, the pacemaker setscrew exhibited a fitting issue, so both the lead and the generator were replaced. The patient was stable and asymptomatic.